Event description:
It was reported that micro drill medium straight attachment overheated during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.

Manufacturer narrative:
The device will not be returned for evaluation; it is not possible to determine the cause of the reported event without an evaluation of the device.